Event description:
The following event occurred during treatment of left side paraclinoid/ophthalmic aneurysm: tumble phenomenon in deploying coils with alternating resistance then given, as coils were deployed. Last coil did not deploy smoothy, during retrieval it stretched and then broke off in the aneurysm and carotid artery. Final packing was not complete.